Manufacturer narrative:
Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. Based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4) .

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery an ophthalmic handpiece displayed error after cataract removal was completed. The continuous irrigation has stopped when using irrigation aspiration mode but still in a phaco step. The system was looking for a reading of the intraocular pressure from the pressure sensor and there was no sensor so the machine could not obtain an intraocular pressure value. The particular error has occurred twice during surgery and the second time was on the right eye of the bilateral case. The cornea was quite edematous due to the loss of the chamber and loss of irrigation followed by subsequent impact of the coaxial probe with the corneal endothelium.